Event description:
Sinusitis with nasal obstruction and postnatal drip, impaired vision after rising in the morning, cough sputum, these symptoms improved after I switched to a resmed device. Experienced with use of philips dreamstation 1. FDA safety report ID # (B)(4).